Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to battery being deep. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient feels like the implant had migrated. It was mentioned that the patient was experiencing pain at the ipg site and was having difficulty charging due to implant being turned. The patient will undergo a revision procedure.

Event description:
A report was received that the patient feels like the implant had migrated. It was mentioned that the patient was experiencing pain at the ipg site and was having difficulty charging due to implant being turned. The patient will undergo a revision procedure.